Event description:
It was reported that the patient was experiencing increased seizure frequency, so was referred for prophylactic generator replacement. Clinic notes dated (B)(6), 2014 reported that the patient has had a few brief seizure episodes. There were no recent illness or trauma, and the patient was not symptomatic. Vns programming adjustments were made. Attempts for additional information have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
An implant card was received indicating that the patient underwent generator replacement due to near end of service. Hospital policy is to send the explanted devices to pathology and then to discard it; therefore analysis will not be performed.